Manufacturer narrative:
No product returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, additional information was not provided.

Event description:
It was reported from the infusion center on 4q that the tubing set leaked from the "air in line junction". Although requested, additional information was not provided.